Event description:
It was reported to boston scientific corporation on february 18, 2009, that a polyflex esophageal stent was used during a stent insertion procedure performed in late 2008. According to the complainant, during preparation, a basket tear occurred, which prevented loading of the stent. The failure occurred after placing the stent into the loading basket and elongating the stent and basket. The device was discarded and the procedure was completed with a second polyflex esophageal stent. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no additional complaints exist for the specified lot.